Manufacturer narrative:
(B)(4). Batch # t93605. Investigation summary: the analysis results found that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, 6 clips were found inside clip track. Possible causes for the condition of the jaw disengagement from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device failed. It is unknown how procedure was completed and patient consequence was not reported.